Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on two patient samples that tested positive on the simplexa covid-19 direct assay for one target, orf1ab, but was negative upon repeat. Analysis of two run files provided by the customer from runs on 4/9/21 and 4/11/21 showed 2 different sample ids with only one target detected. Sample ID (B)(6) detected the orf1ab target at CT = 39.0 and sample ID (B)(6) detected the s gene target at CT = 34.4. The customer has not provided the repeat runs that show negative results. Based on the information, it is likely these samples are near the limit of detection (lod) of the assay, but the customer has not returned any patient samples nor any of the issue devices for testing. Batch record review showed the critical component, reaction mix mol4151 lot# 9589n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# 9148n for suspected false positive results. Retain testing was requested on 5/3/21. Follow up report 7/2/21: retains were tested on 5/8/21 with 14 replicates of ntc and resulted in zero (0) occurrences of false positives in either target. Issue unconfirmed. The alleged false positives could not be replicated with the ntc testing that mimicked negative sample testing. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or the suspected false negative samples, it is not possible to determine a definitive root cause at this time.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on two patient samples that tested positive on the simplexa covid-19 direct assay for only one of the two targets (s gene or orf1ab) but was negative upon repeat. The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the discrepancy on repeat. Patient information and patient sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on two patient samples that tested positive on the simplexa covid-19 direct assay for one target, orf1ab, but was negative upon repeat. Analysis of two run files provided by the customer from runs on (B)(6) 2021 and (B)(6) 2021 showed 2 different sample ids with only one target detected. Sample ID (B)(6) detected the orf1ab target at CT = 39.0 and sample ID (B)(6) detected the s gene target at CT = 34.4. The customer has not provided the repeat runs that show negative results. Based on the information, it is likely these samples are near the limit of detection (lod) of the assay, but the customer has not returned any patient samples nor any of the issue devices for testing. Batch record review showed the critical component, reaction mix mol4151 lot# 9589n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# 9148n for suspected false positive results. Retain testing was requested on 5/3/2021.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on two patient samples that tested positive on the simplexa covid-19 direct assay for only one of the two targets (s gene or orf1ab) but was negative upon repeat. The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the discrepancy on repeat. Patient information and patient sample collection method was not provided.